Event description:
Malfunction of a resolute integrity stent was reported to have been noted during a live case demo at a (B)(4) conference. The malfunction was reported to be a stent deformation event. No patient injury or no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results and conclusion: failure to deliver the stent and stent deformation. Device or procedural images not provided for review. (B)(4).